Event description:
It was reported that the customer received motor error alarms and a no delivery alarm from her insulin pump. The customer's blood glucose level was 104 mg/dl. Standard troubleshooting was performed. The insulin pump was unable to complete the rewind sequence. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
The unit passed the rewind, basic occlusion test, prime a 33 test, and displacement test. However, the unit was received stuck in the motor error loop during bolus / basal delivery. It was unable to be confirmed whether or not an e70 error alarm occurred due to an erased history life. Unable to perform excessive no delivery test due to motor error alarms. The motor was test outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The drive support disk was inspected and no anomaly was noted. The unit was received with cracked case at display window corners, reservoir tube and battery tube threads. The unit was received with a minor scratched display window. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.